Manufacturer narrative:
H6: user error. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -8.50/3.5/109 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6)2023, the lens was removed and in a subsequent surgery later that day, replaced due to low vault with rotation. The problem was resolved. Cause of the event was a user error. Reportedly, "a rotation of more than 70 degrees counterclockwise due to the small size of the lens dispite having calculated the wtw to orbscan." Status of the eye is stated, "asintomatic. Biomicrocopy le: transparent cornea without edema. Grade iii anterior chamber. Central and round black pupil. Tyndall -/+-. Icl vault 0/100 in 180 degrees le. Transparent crystaline," and "good evolution le."